Event description:
It was reported that at the user facility a hair was found sticking out of the sponge pack. No medical intervention and no adverse consequences were reported with this event. No further information regarding this event is available.

Manufacturer narrative:
: The reported event was confirmed. The hair could have been introduced during the manufacturing process. It is also possible that since the complaint was on bulk sponge product and not sterile packaged product, that the hair was introduced during the shipping or third-party kiting process.

Event description:
It was reported that at the user facility a hair was found sticking out of the sponge pack. No medical intervention and no adverse consequences were reported with this event. No further information regarding this event is available.